Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an eccentric lesion with 90% stenosis, moderate tortuosity, and moderate calcification in the proximal left anterior descending artery. A 190 cm balance middleweight (bmw) elite ii guide wire was prepared according to instructions for use (IFU) and advanced toward the target lesion. A non-abbott balloon catheter was advanced but met resistance with the bmw elite ii guide wire. The guide wire and balloon were removed together from the patient anatomy because there was resistance during withdrawal of the balloon over the bmw guide wire. The bmw elite ii guide wire was replaced with a non-abbott guide wire that was advanced toward the target lesion. The non-abbott balloon catheter was advanced over the non-abbott guide wire and there was no resistance noted. Pre-dilatation was performed with the non-abbott balloon and a 3.0x12 mm xience xpedition stent was implanted in the lesion. The procedure was completed without any issue. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.